Event description:
Customer stated that when several pt samples were repeated, the total protein results were lower. The issue first came to her attention when a tech doing protein electrophoresis questioned the total protein values. She performed troubleshooting comparing total protein results with a different p module. She provided the following results for five patients, the samples were repeated using the same sample tube: pt 1, initial result 8.0, repeat 6.8 g per dl. Pt 2, initial result 7.9, repeat 6.7 g per dl. Pt 3, initial result 9.4 (accompanied by a high data flag), repeat 8.0 g per dl. Pt 4, initial result 8.6 (accompanied by a high data flag), repeat 7.3 g per dl. Pt 5, initial result 7.3, repeat 6.2 g per dl. Customer stated the initial results were reported and the results were corrected. She stated no patients were adversely affected solely due to erroneous results. The field service rep determined damaged probes to be the cause and replaced and aligned r1 and sample probes. He verified analyzer operation by insuring instrument performed according to spec. He calibrated all tests and had customer run qc.